Event description:
Customer reported device = 243 mg/dl and lab = 20 mg/dl performed within 20 mins of each other. Customer was treated with an unk amount of dextrose. No controls. A request was made for return product and replacement product was sent.